Manufacturer narrative:
The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced difficulty breathing during the initial drain. The patient was connected to the homechoice pro device at the time of the event. Renal therapy services assisted the caregiver to manually drain and end therapy early procedure. The drain volume was 3204ml. It was reported draining relieved the symptoms. The device was operational, and a swap was not necessary. There was no medical intervention associated with this event. No additional information is available.